Manufacturer narrative:
The technician replaced the head and foot end hex rods and screws to repair the stretcher.

Event description:
Information received indicates the brake and steer casters are not holding in brake.